Manufacturer narrative:
(B)(6). The initial report was received on (B)(6) 2010. Additional info received on the event occurred on (B)(6) 2010. It was also reported that the involved pt was an adult.

Event description:
Received a report of an internal dialyzer leak. It was learned on (B)(6) 2010 in speaking with the rptr of the event that this dialyzer was used on a medically fragile pt. The md orders this dialyzer due to the pt being new to dialysis and a fragile cardiac status. Attempts have been made in order to identify the estimated blood loss, but no further info has been received. The facility has not reported any ill effect or harm to the pt as a result of this event. A companion sample is available for an evaluation.